Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the intra-operative complication experienced by the patient. There is no allegation from the surgeon that a malfunction of a da vinci system, instrument, or accessory occurred during the da vinci surgical procedure. A follow-up MDR will be submitted if additional information is received. A review of the site's system logs with a procedure date of (B)(6) 2015 revealed that no related system errors were found to have occurred during the surgical procedure that would have likely caused or contributed to the patient's intra-operative injury. This complaint is being reported due to the following conclusion: during the da vinci pulmonary lobectomy procedure, the patient experienced bleeding from the pulmonary artery and the case was converted to open surgery in order to control the bleeding. However, at this time, the cause of the intra-operative complication is unknown.

Event description:
It was reported that during a da vinci pulmonary lobectomy procedure, bleeding was observed from the pulmonary artery and the case was converted to open surgery. On (B)(6) 2015, intuitive surgical, inc. (Isi) contacted the initial reporter of this complaint and obtained additional information regarding the reported event. The initial reporter was present during the da vinci-assisted surgical procedure which was recorded on video. There were no allegations that a malfunction of a da vinci system, instrument, or accessory occurred during the surgical procedure. However, the initial reporter indicated that there has been some talk at the site about possible unclosed staple lines. The initial reporter also stated that a da vinci stapler instrument as well as a non-da vinci stapler instrument was used during the surgical procedure. According to the initial reporter, the intra-operative complication occurred towards the end of the da vinci surgical procedure. In order to control the bleeding, the surgeon made the decision to convert to open surgery. The vessel injury was repaired with sutures and the pulmonary lobectomy procedure was completed. There were no reports of any post-operative complications and the patient has since been discharged from the hospital. The initial reporter spoke to the surgeon about the reported event. According to the surgeon, he has not yet reviewed the video of the da vinci surgical procedure and the reported event is currently being reviewed by the site. The surgeon was unable to provide a possible cause of the intra-operative complication. The initial reporter indicated that he was able to view a part of the video. At one point during the video, the initial reporter indicated that the surgeon was manipulating and poking around tissue with a maryland bipolar forceps instrument. Immediately after the surgeon pulled the instrument away, bleeding was observed.